Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, no discrepancies detected. During the test, the corrugated tube did not passed the leak test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the device had air leakage during pre-use test. No patient injury was reported.